Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during kyphoplasty procedure, balloon ruptured and became lodged in the cannula and the surgeon had to remove the entire device to remove the balloon. No patient complications were reported.